Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered infusion set occlusion at site event on 10-april-2024. Patient's blood glucose at time of event exceeded 500mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information available.